Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported recently being hospitalized due to high blood glucose levels. Customer stated that the high blood glucose level was due to him pulling out the set in his sleep. Blood glucose level was 500 mg/dl at the time of admission. Customer also reported that he was having seizures. Blood glucose level at the time of the call was not provided. No further information was provided.